Manufacturer narrative:
Other: a review of the mfg. Lot build database for lot number 2739193 (mfg. Date 09/2013) shows (B)(4) units were mfgd., tested, inspected, and released. There were no exception documents generated during the mfg. Lot build. Findings: the exact cause(s) of the reported product experiences/issues are unknown. Although requested the involved mmc33131 device set and mating/access devices were not returned. The exact cause(s) of the reported product issues are unknown.

Event description:
Reference report (B)(4).